Event description:
Patient's mother reported pump lithium battery died 3 weeks ago. No further information, details or dates provided. Unknown if patient missed a dose or experienced an adverse event. Unknown if device is available for return to manufacturer.